Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mycobacteria (strain not determined) during periodic monthly check sampled on (B)(6) 2023, for analysis. The device has been quarantined. There is no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication with customer, livanova learned that before use, the device was stored at the hospital, and it was stored drained. The heater-cooler 3t was filled with water for the first time the day before the sample was taken. As recommended by device instructions for use, the first use of the device was preceded by a disinfection. The sampling process was performed as indicated on instructions for use and a pall-aquasafe water filter with 0.2 m membrane was used for tap water used to fill the device. As per device instructions for use, the hydrogen peroxide level must be checked daily: if this is not applied, the device must be drained. Customer reported that the peroxide level was checked daily. A review of the device history record (DHR) could not identify any deviation or nonconformity relevant to the issue. Based on collected information, no evident systematic deviation from device instructions for use could be identified. The root cause of the reported contamination could not be established.

Event description:
See initial report.

Manufacturer narrative:
According to follow up with customer, the device is brand new. The laboratory results that have been provided are post-disinfection. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.